Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The affected case was in the morning and prior to the case with the patient in ot, the sterile nurse was setting up for the case, calibrating the saw and velys robot handpiece at the start of the case. After trying multiple attempts to calibrate the array/saw, we eventually opened an additional puresight pack which worked first time. No patient involvement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device log files for this event were reviewed. The review found that during setup the user may not have had the pointer tip in the saw array divot and perpendicular to saw. This could lead the measurement to exceed the threshold value of 0.5mm on the divot. There were multiple instances of trackers being blocked during the pointer check and in one instance the trackers were not visible in the field of view of the camera entirely. It is possible while removing the array sets from the packaging and performing the setup the trackers were damaged. A log file review cannot determine this and both array sets are not being returned, so no further inspection of the arrays for defects can be investigated. The overall complaint was confirmed. The assignable root cause can not be established. H4: the device manufacture date has been added.